Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the coude intermittent catheter was hard to insert since it was not curved enough.

Event description:
It was reported that the coude intermittent catheter was hard to insert since it was not curved enough.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be operator error or machine mulfunction (ex: insufficient cooling time, pressure gauge out of calibration or improper adjustment of air purging nozzle). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿length: for urological use only. To use: insert rounded end of catheter. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Do not reuse. Do not resterilize. Do not use if package is damaged. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.